Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and sensing issues during follow-up one day post-implant. Further examination showed that the ra lead was dislodged. The device was reprogrammed accordingly. No further actions have been taken to resolve the issue but monitoring. No adverse patient effects were reported. Additional information was received indicating that approximately one year and ten months later, this lead was reported to exhibit increased pacing threshold measurements. A couple of months later, this patient underwent surgical intervention and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and sensing issues during follow-up one day post-implant. Further examination showed that the ra lead was dislodged. The device was reprogrammed accordingly. No further actions have been taken to resolve the issue but monitoring. No adverse patient effects were reported.